Manufacturer narrative:
Service was not dispatched to investigate this event. A bci field service engineer (fse) did not evaluate the instrument. The customer stated that they ran a system check on the access 2 and carryover on the sample probe, and called customer technical support (cts) to verify that their specifications for this testing was passing. Cts confirmed that all testing had passing results. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 through (B)(6) 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to elevated accutni (troponin I) result generated on the access2 immunoassay system. The pt sample was retested and the result was within the normal reference range. The initial elevated result was not reported outside the lab. There are no reports of any adverse pt consequences or any medical intervention to prevent or preclude any adverse pt event.